Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).

Manufacturer narrative:
Product event summary: on further review, the analysis of the device revealed that no anomalies were found and that the device did not test out of specification. The no output conditions were the result of lifted hybrid bond wires that occurred after explant.

Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.